Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude r waves and diaphragmatic stimulation. It was noted that the rv lead had been turned off approximately a week prior. It was discovered that the rv lead had become dislodged and the patient could have had a little pericardial effusion. A lead revision procedure was performed in which the rv lead was removed and a port plug was used in the rv port. This is considered off label use in which the physician was aware of at that time. Technical services (ts) discussed programming considerations. No additional adverse patient effects were reported.